Event description:
It was reported that an overdose occurred. It was noted that the patient had been hospitalized with leg cramping, and patient reported "feeling like they were not getting all the medication from the pump." The device was used to infuse morphine. It was later noted that a dye study was done on (B)(6) 2012, a catheter crack/tear/break/hole was noted at the pump/catheter connection. The catheter was revised. It is unknown if the catheter will be returned. It was noted that the patient experienced hallucinations. At the time of this report, patient outcome was noted as recovered without sequelae. The device system was used to infuse morphine. No further information was provided.

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2005 (B)(6). (B)(4).